Event description:
In 2001, the pt experienced chest pain. Cardiac catheterization demonstrated "severe eccentric" aortic regurgitation across the valve with possible immobility of one leaflet. At explant, the anterior leaflet of the valve was fixed in the open position due to pannus ingrowth on the inferior left ventricular surface.